Event description:
National complaint coordinator (cc) reported that the pt (pt) was diagnosed with pericarditis while using the homechoice pro cycler for apd therapy. The cc reported that the pt had 3 homechoice pro cyclers replaced, the first on 10/18/2002 and the sceond and third on 10/22/2002. The pt was instructed to perform manual exchanges while awaiting device replacements. The pt continued to use the replacement cycler with no issues reported until 2002 when hospitalized for "failure to thrive". The pt was diagnosed with pericarditis and subsequently passed away the following month.